Event description:
After an implantation period of approx. 21 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt the lead was found cut 14 cm distal to the is-1 connector pin. A proximal a 21 cm long medial and a 28.5 cm long distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 33 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the deformed rv shock coil and the deformed fixation helix most likely occurred during the extraction due to tensile stress. Damages like the cuts into the insulation 28 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.